Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not secure with an electrode belt.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (monitor latch does not secure with a belt) was confirmed. As received, the monitor did not secure with a belt. Upon investigation, the belt receptacle was snapped from the case and the wire to pin 12 of the belt connector was cut. The cause of the failure was the damaged belt receptacle. The root cause of the damaged belt was physical abuse. No adverse event resulted from the defective electrode belt.